Manufacturer narrative:
Na

Event description:
It was reported that at the pre-discharge checkup, the r-wave signal amplitude decreased and the rv capture threshold increased. Dislodgement was suspected. The lead was repositioned. About a week later, the patient experienced phrenic nerve stimulation with an increase in capture thresholds. The lead was again repositioned.